Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. There is also charring on the outside of the yaw pulley where the grip cable passes. The instrument passed the electrical continuity test and energy delivery. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during central processing, user noted burn marks on the plastic cable housing on distal side end and inside. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that no burn marks were found on the conductor cables, with thermal damage observed only on the plastic surrounding the instrument¿s jaws. Thermal damage was first identified in central processing after reprocessing; prior to sterilization; no damage or unusual findings were noted. The instrument was inspected both before and after use, with the damage not seen until post-decontamination. No arcing was observed during the procedure, and there were no patient injuries. It remains unknown whether the instrument collided with another tool during surgery.